Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the sieve beds were saturated. Per repairs, we are unable to repair this machine due to its sieve contamination and will be replacing it. Because of this visual sieve contamination, the original complaint issue of alarm not working was not confirmed. However, the underlying cause could not be determined.

Event description:
Dealer states the alarm will not work.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer states the alarm will not work.